Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the power was not turned on. Upon functional testing, the fse found that the uninterrupted power supply (ups) controller failure. The fse replaced the ups 1phase data integrity controller sp. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the power cannot be turned on. The device was not in clinical use at the time of the reported event. No harm was reported. The philips service engineer noted that the uninterrupted power supply (ups) in the machine room was faulty. The current situation is that the power supplied by the facility, not through the ups. The ups was connected, and it recovered. The ups is an option, so there is no problem with equipment operation at present. Philips has started an investigation of the complaint.